Manufacturer narrative:
An event regarding packaging issue involving a centrax duration 26mm x 43mm was reported. The event was not confirmed. Method & results: device evaluation and results: the device was returned with packaging in used condition. The shrink wrap was off of the main box. The outer box was in good condition. A few minor dents on the box due to opening of the package. The inner lid appears crinkled. It was confirmed by the packaging cell that the proper lid was used for this product line. The outer blister pack¿s lid was already opened. There didn¿t appear any issues with the lid. The outer blister did have the edges bent downward. The inner blister appears to be in good condition. The lid was opened. The inner blister was intact and there is no issues with the seal. Medical records received and evaluation: not performed as medical records were not received. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the exact cause of the event could not be determined because the returned device¿s packaging lids were already opened. A functional test could not be conducted to confirm the strength of the lid seals since both of the inner and outer blister¿s lids were already opened. There was no apparent damage to the sealing areas of the blister packs. A discussion with an associate operations engineering, packaging cell stated that the testing data done for the day per (B)(4) was within the specifications for seal strength.

Event description:
It was reported that, during a surgery, our sales staff found an abnormal sealing of the inner blister pack. The sealing was too weak. A spare was used instead.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, during a surgery, our sales staff found an abnormal sealing of the inner blister pack. The sealing was too weak. A spare was used instead.